Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a problem of distal viewing made it difficulty to place the nail because of the target. The surgery was prolonged about 20 minutes. The surgeon could not screw because he could not aim with the viewfinder for the nail, so another hole was made in the patient's bone but no patient impact. This report is 1 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Date returned to manufacturer subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 04. Feb. 2014, the manufacturing review shows an ncr #(B)(4) for the bores with diameter 6mm h8 (tolerance) on all (B)(4) pieces. The (B)(4) parts were reworked (galling). After rework, a 100% measurement check, guaranteed the dimensional accuracy according the manufacturing specifications. This nonconformance is not relevant to the misalignment complaint issue because the bores are not on that area. No anomalies were detected during device history record review that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (part number 03.019.008, aiming arm/lat/f/multiloc proximal humeral nail, lot number 8613456). The subject device was received with no visible signs of damage. The sub-component thumb screw m8 peek (60062909) is missing. During manufacturing investigation, all relevant and significant characteristics and dimensions were checked and additionally, the article passed all functional tests without reference to the reported issue. All reviewed characteristics and dimensions are within specification. No misalignment of the aiming arm has been found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.